Manufacturer narrative:
The customer stated they ran another biological and it was negative, so they did not recall of the affected the load was not necessary.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. ¿ the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis by lot number was reviewed from 12/03/2016 to 02/09/2017 and trending was not exceeded. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." ¿ the single cyclesure® 24 bi was not returned for visual inspection. ¿ thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The assignable cause is not verified. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and the lot trending analysis result for suspect positive bi was trending not exceeded. Additionally, the complaint product was not available for evaluation. An issue with sterrad® performance is also unlikely since the cycle passed and the customer indicated that the previous bis were negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4). Upon follow-up with the customer, it was determined that no instruments in the load were used on patients.

Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. (B)(4). Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous bi result was negative. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.